Event description:
The explanted generator and lead were received into product analysis. Product analysis was performed on the generator in which it was found the device performed according to functional specifications and concluded that no abnormal performance or any other type of adverse condition was found. Product analysis on the lead was performed on the returned portion of the lead as the majority of the lead body including the electrodes was not returned for analysis therefore a complete evaluation could not be performed on the entire lead product. The reported fracture of lead was not confirmed in product analysis. White deposits were observed in various locations and were observed on the connector boot and contained silicon, phosphorus, sodium, magnesium, and calcium. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure and no obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that at one point in time, there was a good mechanical and electrical connection present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings from the analysis performed, there is no evidence to suggest an anomaly exists with the returned portion of the device which may have contributed to the report. Since the majority of the lead assembly body including the electrodes was not returned for analysis, an evaluation and commentary cannot be made on that portion of the lead. Given the lead break was not found on the returned portion of the lead, no conclusion can be drawn on the cause of the lead break reported as the majority of the lead was not returned.

Event description:
It was reported that during a patient's replacement surgery, when the generator pocket was opened, there appeared to be calcification around the lead and the lead wire appeared to be broken and therefore a full revision was done of the patient's devices was done. System diagnostics prior to surgery indicated impedance within normal limits. It was stated that both devices would be sent back for analysis however no devices have been received into analysis to date. No additional relevant information has been received to date.